Manufacturer narrative:
H10: a field service engineer (fse) went onsite and performed a replacement of the battery to resolve the issue. The battery was replaced to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10. Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted. H11. Updated contact information and contact office entity.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the battery had failed. It was reported there was no patient involvement at the time the issue was discovered. There was no patient or user harmed. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer reported that the equipment had shown a battery failure and requested assistance resolving the issue. The case was dispatched for onsite service.